Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, as well as the troubleshooting performed with the customer, the cause of the reported event was the display cable, not the subject device. No problem was noted with the subject device following the cable replacement. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer noting that the issue was resolved by changing out the display cable. Indicating that the cable was the problem, not the subject device.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel. She explained that the monitor was displaying colored lines. She confirmed that no other monitors in the room were experiencing this issue, and confirmed that it was another manufacturer's monitor. Because this occurred in the middle of a procedure, trouble-shooting could not be performed and the customer requested a call back after the case to trouble-shoot the device. Tac advised her of a few possibilities that may have been causing the issue. Upon following up with the customer, a bad cable was discovered going to the computer system. The customer noted that once the procedure was completed, they replaced this cable and that resolved the issue. The system is functioning as expected. At this time, device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported, the evis exera iii video system center was displaying color bars during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.